Manufacturer narrative:
Additional product code: dro. The device was returned to zoll medical corporation; the malfunction was duplicated and the ECG board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed power-on self test for defib and pacer. Complainant indicated that there was no patient involvement in the reported malfunction.